Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. The cause of the low bg was unknown. The customer addressed their bg level by consuming carbohydrates, but they ended up going to the emergency room (ER) on (B)(6)2023 for two hours. A system check was performed, and it was found that the customer was using off label insulin (admelog) within the pump supplies. The customer stated that an IV was inserted into their body, but they were never administered any medications, and they were released from the ER on (B)(6) 2023 with no permanent damage. Tandem technical support (cts) walked the customer through a pump system check and confirmed the pump was functioning as intended, recommendation was made to call back if the customer experiences any further issues.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s instructions for use: do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. Device not returned.